Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthetic explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined, however, patient factors likely caused or contributed, including the patient's age.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 46 years old patient with a valve model 3300tfx27mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of six (6) years and ten (10) months due to degeneration leading to stenosis. As reported, the need for valve in valve treatment was due to age related factors and not early structural valve deterioration. The patient was experiencing increasing shortness of breath and fatigue before the viv procedure. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. The procedure was well tolerated, and the patient was discharged home.